Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the pump was reading, customer ran out on insulin, then alarmed motor error and delivery stopped. The customer's blood glucose was 101mg/dl. Customer was able to complete pump rewind. Unable to perform displacement test due to pump alarming motor position encoder error. The customer was advised the pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents, motor error alarm and e70 error alarm due to a35 alarm. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.